Event description:
It was reported that interrogation of the system revealed atrial noise occurred on multiple days during the month of may. The patient was feeling well and no adverse consequences were reported. The physician decided not to take any actions. The physician will see the patient in two months and analyze if more atrial noise occurred.

Manufacturer narrative:
(B)(4).